Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the reported issue occurred on august 24, 2022, the name of the procedure in the event was ureteroscopy or a tur. It was noted that the intended procedure was completed using a similar device and there was no harm/injury to the patient or user. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation conducted on the complaint information, it is likely that the reported issue regarding ¿no image¿ occurred because the video function did not work properly due to faulty cable connector. However, the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during procedure, the hd camera head had black image with white spots. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, no image was available when plugged in, the cable connector was noted to be defective and cosmetic normal wear and tear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.